Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working. They tried to jump start it while the patient was still in (B)(6), probably a year and half or so ago. The patient charged it and all at once it just completely quit. It was working a little bit but then it quit. Five months ago she moved back to (B)(6). The patient had the ins for so many years she thought it just needed to be switched out. The patient had had 3 overdischarges with her device in the past. Two occurred when she lived in (B)(6) and one while in (B)(6). The patient didn¿t remember the date but the last one was about 1.5 years ago. She regularly recharged her device when it was working. It quit taking a charge about a year ago. 5 days later she was just seen by her managing physician. The device had been checked and her battery was dead. She was referred to a neurosurgeon for replacement, but an appointment was not scheduled yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the replacement was successful and the patient was receiving good therapy.

Manufacturer narrative:
Concomitant: product ID 37651, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4)

Event description:
Follow up information received reported that the patient's ins replacement surgery was scheduled (B)(6) 2014. If additional information is received, a follow up report will be sent.